Event description:
Reporter states customer was unresponsive with blood glucose result of 99 mg/dl taken on the advantage system; paramedics were called, and result on their meter within 10 minutes was 35 mg/dl. Customer was taken to the hospital; treatment unknown. Test strips were expired (per product labeling, it advises not to use expired product as it is likely to give false results). Requested return of suspect device and replacement was sent.